Manufacturer narrative:
The 510(k) number: s07487njl. The products associated with this reported event were not returned for examination. Product info required in retrieving the device history records for reviewing and search the complaint database by manufacturing lot code were not provided. The investigation could not draw any conclusions about the reported event based on the info provided. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional info be received, the investigation will be re-opened.

Event description:
Pt presented with painful knee and poor flexion.